Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14a18046 and h13j28071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, there was an unspecified fungus growing on the pt's pd catheter which lead to peritonitis. Twenty eight days prior to the receipt of this report, the pt was hospitalized for peritonitis. Treatment for the peritonitis was not reported. On an unknown date during the hospitalization, the pt¿s pd catheter was removed, dianeal therapy was withdrawn, and hemodialysis therapy was initiated. Sixteen days after being admitted, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.